Event description:
It was reported through clinic notes received by the manufacturer on (B)(4) 2012, that the patient has symptoms consistent with obstructive sleep apnea. The patient also reported snoring. It is currently unknown if the patient has been diagnosed with sleep apnea and the relationship between the patient's symptoms and vns is also unknown. Attempts for additional information have been unsuccessful to date.